Manufacturer narrative:
Returned for evaluation was one {1} bioflo dialysis catheter. Visual/microscopic exam: as received, it was noted during the visual inspection that there was a hole just below the female luer {red clamp side}. The reported complaint device failure mode of catheter leaked was confirmed. Hole was observed in the arterial extension tube adjacent to the flat section of the hub, i.e. 90° from the parting line. The customer's complaint description is confirmed. There is a small crack in the extension tube adjacent to the hub. There are no visible indications that the failure is related to either the manufacturing process or associated tooling. A ship history records review of the packaging and dialysis catheter assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. A potential root cause for this failure is over torqueing of the hub to extension tubing junction during cleaning/use of the device. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported: patient had an indwelling bioflo dialysis catheter. When providing treatment to the patient it was noted the catheter was leaking. The device was removed and replaced with another bioflo dialysis catheter. There was no patient harm or injury due to this event. It was reported the defective disposable device is available for return to the manufacturer for evaluation.